Event description:
We became aware on 3/13/2024 that a sign im nail implanted to repair a fracture needed to be repositioned due to a valgus malrotation. Surgeon comment: "patient was noted to be clinically malrotated on the ward. We elected to remove the proximal plate and screws, reattach the sign jig, removed the proximal interlocking sign screws then rotated approximately 80 degrees internal, backslapped to shorten to get better bone for the interlocking screws and try to reduce the valgus at the proximal fracture with the proximal bend in the nail rotating laterally".

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the need for a 2nd surgery is user error. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.